Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with light images. No pt injury was reported.